Manufacturer narrative:
This report is submitted on october 21, 2022.

Event description:
Per the clinic, the patient experienced poor performance with the device. Subsequently, the implant magnet was explanted on (B)(6) 2022 under general anesthesia.